Event description:
Cor-knot supply with lot number of 3243826 had faulty handle release mechanism and was not cutting per operating surgeon. No patient injury occurred at time of use of said supply; however, a new cor-knot system had to be opened. Surgeon requested patient not be charged for faulty equipment, said lot number be removed, and management be made aware, all of which was completed as he asked. Supply listed in computer as a waste along with bad lot number. Shelf was checked for any other lot number and none were filed. Lsi solutions company was called, and incident filed with them. Product secured with clinical.